Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure the vasoview hemopro vh-3500 jaws appeared damaged. When they opened kit and saw the jaws appeared damaged withthe heating element likely detached from the silicone. The patient wasn't even in the room at the time, so they opened a different kit with which they performed the case. No added incision, or time. No patient involvement was reported.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned for evaluation on 12/22/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned outside its product packaging. The cannula was observed to be intact with no visual defects observed. The heater wire on the harvesting device was observed to be flexed away from the base of the hot jaw, with no detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000275230 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID#: (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro vh-3500 jaws appeared damaged. The packaging was undamaged. When they opened the kit and saw the jaws appeared damaged with the heating element likely detached from the silicone. The silicon didn¿t appear detached. The patient wasn't even in the room at the time, so they opened a different kit with which they performed the case. No added incision, or time. No patient involvement was reported.